Event description:
The device was returned to the manufacturer after being explanted due to premature battery depletion and a patient experience of pacemaker syndrome. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was also collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. This event was originally reported via remedial action exemption. Concomitant medical product: 5024m-58 implantable pacing lead, (B)(6)1999. (B)(4).

Manufacturer narrative:
Product event summary: a transient high current of more than two times the normal expected range is suspected to have occurred sometime prior to (B)(6) 2012. However, information from prior save-to-disk interrogation sessions was not available for analysis to confirm or refute this theory. Data from the most recent interrogation (retrieved during returned product analysis) shows the current drain of the device from (B)(4) 2012 through (B)(4) 2014 was in the normal range expected for this device (approximately 12-18 microamperes) given the programming and use conditions noted. No root cause for early battery depletion could be confirmed at this time.